Event description:
The facility's biomedical engineer reported that this pump was brought to him with an 812:02 failure code. The biomed does not know if the pump was in use on a patient when this failure occurred. Although attempts were made by a baxter technical support representative to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.